Event description:
The customer reported that the energy select switch was not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the energy select switch was not working. There was no report of pt involvement. The device was evaluated by a field service engineer. The reported symptom could not be reproduced. The device passed all testing, and there was no problem found with the device. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.